Event description:
It was reported that pump experienced malfunction alarm with momentary motor issue, likely after high force impact. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur, and was instructed to continue using pump and to call back if any future malfunction occurred.